Event description:
It was reported during stenting of an intracranial atherosclerotic stenosis in the proximal mi segment of the left middle cerebral artery (mca) the physician was unable to advance the inner body of the stent for deployment. According to physician, the distance between radiopaque marker on the inner body and the proximal stent marker did not move. The physician made a second attempt to deploy the stent, however, the entire stent delivery system drew backwards and the stent deployed proximal to the lesion. Another stent was successfully placed to complete the procedure. There was no allegation of harm and the pt is reported to be fine. "The pt woke up fine and could move all his extremities".

Manufacturer narrative:
The device in question has been returned to boston scientific for further technical analysis, however, the investigation is currently ongoing. Therefore, boston scientific cannot conclusively determine the cause of the user's experience at this time. However, the directions for use (dfu) for this product family state in the warnings section " if excessive resistance is encountered during the use of the wingspan stent system..." "At any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel, or a system component".